Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported yet.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior and posterior fixation at l4-l5 due to lumbar spinal canal stenosis. Intra-op, the reported screw driver was not able to pass through the guide wire. When t-bar cleaner was passed through the driver, some solid black powder came out from the inside of the driver. It is suspected that this foreign material could have remained in the driver from the previous operation. Hence, a new driver was used to complete the procedure. It is unknown if there were any patient complications due to this event.